Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose was over 600 mg/dl at the time of admission. The customer's nurse explained that the issue was more likely related to the insertion site rather than the insulin pump. The customer experienced vomiting and ketones leading to the hospitalization. The customer was treated with insulin and fluids. The nurse confirmed the cause of the hospitalization to be diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the hospitalization. The customer's nurse stated that the insulin pump passed the self test.